Manufacturer narrative:
Type 2 diabetic on vgo said he had developed an "insulin pocket and pus pocket" at a vgo site on his left arm which he referred to as a cyst. It had to be drained by his hcp using a local anesthesia at the hcp office. The hcp gave him antibiotics and the site healed after about a week there was no allegation of device malfunction. The device was not returned for evaluation. Root cause cannot be determined with the information provided.

Event description:
Type 2 diabetic on vgo said he had developed an "insulin pocket and pus pocket" at a vgo site on his left arm which he referred to as a cyst. It had to be drained by his hcp using a local anesthesia at the hcp office. The hcp gave him antibiotics and the site healed after about a week. There was no allegation of device malfunction. The device was not returned for evaluation.